Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on initial escalation analysis, a sensor replacement was approved for the user, and the device was requested for further evaluation. However, the sensor was not returned to senseonics by the time of complaint closure. Review of dms data during the reported timeframe confirmed sensor glucose variability and poor sensor glucose (sg) to blood glucose (bg) agreement. Evaluation of thes sensor in vivo data demonstrated optical instability, which likely contributed to the observed inaccuracies. No further evaluation was possible without the physical device returned. Potential factors for the observed optical instability include sensor placement, environmental interference, localized tissue changes, or possible issues with the sensor itself. The user was provided with a new sensor as part of resolution.